Event description:
Six days after the heart surgery, the ventilator alarm sounded and the nurse checked and found that the cuff was not filled with air. When s/he tried to inflate the cuff again, the inflation line came off.

Manufacturer narrative:
See the investigation report and customer follow up email from well lead, attached within the activity log. 1. After received the complaint, we do an investigation accordingly. No nonconformity was found when review the DHR and retained samples 2. From the complaint description and pictures, we can find the foreign matter on cuff. In the manufacture process, a 100% inspection was conducted on the cuff , this defect can be found by visual inspection and picked out. 3. We reviewed the complaints history of the product and no similar feedback was found. 4. In the manufacture process, cuff is made of pvc material by blow molding process due to characteristics of technical process , there may be individual defective cuff similar to the complaint sample. These defective cuff will be picked out and scrapped in this case, quality inspection personnel may not find and pick out this defective product in time, resulting in it mixing of normal products the complaint information has been feedback to related personnel for awareness. We will closely monitor the trending for the similar complaints and take actions when necessary. Ra: this failure mode (r8), identified on the risk analysis file (ra-47), is considered a major (6) risk and does not meet the risk threshold for carb review.

Manufacturer narrative:
The device failed while in patient use which would cause a delay in treatment and the patient to be re-intubated. They cannot leave an endotracheal tube in place if they cannot keep the cuff inflated. The incident would require an intervention; a deflated cuff could cause loss of delivered volume. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this common practice in an intubation procedure. Based on the reported information, the criteria for reporting an adverse event have been met.

Event description:
Six days after the heart surgery, the ventilator alarm sounded and the nurse checked and found that the cuff was not filled with air. When s/he tried to inflate the cuff again, the inflation line came off.